Manufacturer narrative:
Product complaint # (B)(4) initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014: patient received a left attune total knee to treat oa. The patella was resurfaced and cement mfg is depuy. The procedure was completed without complications. On (B)(6) 2020: patient underwent a left knee revision due to pain and discomfort. The patient¿s knee also felt unstable and weak. Clinically the knee didn¿t look infected. Patella baja was noted and was corrected and the patella was retained. The femoral and tibial component were revised with minimal bone loss. Competitor implants and cement were implanted. Doi: (B)(6) 2017. Dor: (B)(6) 2020. Left knee.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.